Event description:
During insertion, while attempting to take the guidewire out through the catheter, the guidewire unraveled. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit, including one guide wire, catheter, and dilator, for analysis. Definite signs of use were observed on the returned components. Visual analysis revealed that the guide wire was separated and unraveled from the distal weld. The distal weld was connected to the separated coil wire. Multiple kinks were also observed along the core and coil wires. The distal j-bend appeared misshapen but intact. Microscopic examination confirmed the defect and revealed that both welds were present and spherical. The catheter tip also appeared intentionally severed towards the distal end. No other defects or anomalies were observed on the catheter. Damage was observed to the distal extension line, but the customer did not provide any additional information about the defect. The kinks in the guide wire measured 51mm and 325mm from the proximal end. The overall length of the core wire measured 599mm, which is within the specification limits of 596mm - 604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.793mm, which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The overall length of the catheter measured 165mm, which is within the specification limits of 157mm - 177mm per the catheter product drawing. A manual tug test confirmed that the proximal weld was secure. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage.". The customer report of a separated guide wire was confirmed by investigation of the returned sample. The guide wire was separated/un raveled from the distal weld and kinked in multiple locations. Despite this, the components passed all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
During insertion, while attempting to take the guidewire out through the catheter, the guidewire unraveled. No patient harm was reported. The patient's condition is reported as fine.